Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 27 mg/dl. It was stated that the customer was talking on the phone, and she did not sound coherent. It was stated that the customer may have entered the wrong information into the bolus wizard prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.